Manufacturer narrative:
Integra has completed their internal investigation on 1/11/2016. The camcabl cable was not returned to integra for failure analysis investigation as the complaint originator determined that there is no issue with the device. The DHR review could not be completed for the cable since neither the serial number nor the lot number were provided. A review of complaints history revealed trend has been identified. The customer complaint incident ¿icp was erratic¿ was not verified and could not be duplicated. The root cause could not be determined; product not returned for evaluation.

Event description:
This is the second of two reports. This is in regards to the camino cable (camcabl). The camino intracranial pressure (icp) catheter was zeroed as normal and placed in the patient's head. The patient was reconnected to camino cable (camcbl) on the camino monitor (cam02) and the icp shot up to 350. The catheter was placed in the operating room (or) and it was during transport that the icp number on the cam02 was all over the place. The icp just kept bouncing all over the place. A new cam02 monitor with a different camino cable was reconnected to the patient and the icp appeared to be a normal reading or was not bouncing all over. Upon further inspection by the operating room coordinator, it was noticed that the port on the cam02 where the "p" connection was connected via the camino cable was loose. The coordinator could wiggle it back and forth and "put his phone up to the port". As he was able to move it back and forth it was making a clicking sound indicating that it was loose. There was no patient injury and no delay in surgery. Additional information was requested and on 04dec2015, the following was received from the customer: the cam02 and cambl were sent down to the biomed department at the user facility and nothing was found wrong with them. It was reported by the customer that a phillips bedside monitor was used along with the integra devices and the wrong cable was probably used/hooked up for the bedside connection. It was more than likely use error. No patient issue was reported. No other patient information was provided. The cam02 and camcabl will not be returned to integra for evaluation since there is no issue with them.